Manufacturer narrative:
One cardiomems patient electronic system and power supply were received for investigation. Visual inspection verified the power supply was frayed and wires were exposed.

Event description:
This report is to advise of an event observed during analysis confirming frayed wires of the power supply.